Event description:
It was reported that the device had its service indicator illuminated and had logged multiple fault codes. The device would also not charge defibrillation energy. There were no reports of any pt involvement with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly; however, was unable to duplicate the reported failure. A conclusive cause of the reported failure could not be determined.